Manufacturer narrative:
The initial MDR 2432235-2017-00622 was filed on 01-dec-2017. Additional information (12-dec-2017): a siemens headquarters support center (hsc) specialist reviewed the event data and determined that there was no reagent or method issue. The data was consistent with instrument related issues with the potential cause related to the clogged reaction tray washer (wud) probes/lines. Any blockage or obstruction in either the probes or the tubing of the wud mechanism can cause overflow and contamination to the reaction tray (rrv) cuvettes. Contamination of the rrv cuvettes can impact both the precision and photometric readings of all assays run on the advia chemistry system. The customer observed intermittent variance flags which are consistent with imprecision caused by rrv contamination. The cse also reported that the rrv cuvettes were dirty which can also impact the accuracy of the photometric readings for tests being processed. In addition, the cse adjusted the reagent 1 probe (r1) height which could impact the delivery of the r1 reagent into the rrv cuvette. Although any of the issues observed and addressed by the cse could have impacted the performance of the instrument, the hsc specialist concluded that the cause of the discordant result was related to the inability of the instrument to properly wash the rrv cuvettes due to the clogged probes and tubing. The issue resolved after the service intervention. Additionally, the reporting unit for total bilirubin assay was mg/dl.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found a blockage on the reaction tray washer, which was causing cuvettes to overflow and contamination. The cse cleaned the tubes and adjusted the first reagent as it was high. The cse then replaced the reaction tray cuvettes as they were dirty and verified proper functioning of the mixer. There has been no similar issue after the service visit. The cause of the discordant, falsely low tbil_2 result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low total bilirubin (tbil_2) result was obtained on one patient sample on an advia 2400 instrument. It is unknown if the initial result was reported to the physician(s). The sample was repeated, resulting higher than the initial result. It is unknown if the sample was repeated on the same instrument or alternate instrument. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low tbil_2 result.